Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system onsite and confirmed the issue. The gantry door cap appears to have been run into a door frame or other stationary objects repeatedly while in motion. It is estimated that the force of this may have cause to door to temporarily jam. The representative booted the system and re-homed it. The issue resolved and the door could open/close without issue. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a sacroiliac and thoracolumbar procedure, the door on the imaging system would close, but the system stated the door was open. The site tried to re-home the system, but it would not pass certain motions. The site decided to pull in their other imaging system to complete images. When trying to dock the system to get it out of the room, the representative was unable to dock it. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.